Event description:
The implant failed due to pt health habit. The implant was placed at #26 and removed after 7 months. Bone augmentation material used. Moderate oral hygiene. Traditional 2 stage.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. (See scanned pages).